Event description:
It was reported that noise due to electromagnetic interference (emi) was observed on the device. Upon investigation, the emi was due to diathermy that was used during an unrelated procedure. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.